Event description:
Customer's niece reported that the customer had a reading of 90 mg/dl on her adc blood glucose meter which was taken in the morning and then the customer took a nap. In the afternoon, the customer experienced difficulty of waking up and loss of consciousness and paramedics was called. The customer had a reading of 42 mg/dl from the paramedic's blood glucose meter. The customer was treated with oral orange juice with sugar added and with food. Per customer's daughter, the customer did not experience any injury. The customer was not transported to the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Date received by manufacturer, was omitted in error on follow up report #1. The date received by manufacturer is (B)(6) 2011.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory log.